Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 01/09/2020. Additional information was requested and the following was obtained: is the lot number for the device available? Stock controller not in today to be confirmed. Did the patient receive any preoperative chemotherapy or radiation? No. What was observed at the site of the leak upon the first reoperation? Anastomotic leak. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Was any tissue ischemia identified? No. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Device, the anastomosis was an ileo-rectal anastomosis which is a very low risk type of anastomosis. Will the stoma be reversed? Yes, at a later stage. What is the current status of the patient? The patient is discharged with a stoma.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/16/2019. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the lot number for the device available? The device was bought- so it was not recorded- I will investigate it and get if from the delivery note. What were the indications for surgery? The patient had a tumor in the resected portion of bowel. Did the patient receive any preoperative chemotherapy or radiation? To be confirmed. Were there any issues experienced with the device at all in the initial surgical procedure? No- the device performed as expected with all auditory (crungh), and visual feedback (2 complete ring-shaped tissue specimens removed from the device post-firing) to the surgeon¿s satisfaction. What healthcare professional fired the device and what is his/her experience with the device? The surgeon, he has between 5-10 years of experience with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? 20 second pause between closure of device and firing was observed. Was the device difficult to close? Not reported by the surgeon- the device indicators were all satisfactory intra-operatively. Was the device difficult to fire? Not reported by the surgeon- the device indicators were all satisfactory intra-operatively. Was type of leak test performed? To be confirmed. Was the staple line visualized endoscopically during the initial surgical procedure? No. What was observed at the site of the leak upon the first reoperation? To be confirmed. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. To be confirmed. Was any tissue ischemia identified? To be confirmed. What were the indications for the second reoperation where the ileostomy was performed? The first re-operation to correct the leak by over-sowing the area with suture material was unsuccessful. What was the date of the second reoperation? Wednesday (B)(6) 2019. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? To be confirmed. What is the current status of the patient? The patient has a stoma and bag. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was indicated that there is information still to be confirmed. Is the lot number for the device available? Did the patient receive any preoperative chemotherapy or radiation? What was observed at the site of the leak upon the first reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was any tissue ischemia identified? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Will the stoma be reversed? What is the current status of the patient?

Event description:
It was reported that the patient was operated on (B)(6) via laparotomy for colon resection with ileo-colonic anastomosis using cdh intra-luminal stapler, was reoperated on sunday the (B)(6) for a re-look after drain revealed leakage of intraluminal fluid, leak was found to be in the area of the staple anastomosis and was sutured closed by surgeon on call. On the (B)(6), the surgeon of the patient separated the anastomosis surgically and opened an ileostomy. The patient is expected to return for closure of the ileostomy in the future. During the initial surgery on the (B)(6) 2019, the cdh intraluminal stapler was used for the anastomosis and yielded two complete- ring- shaped tissue specimens, revealing a fully cut washer and producing an audible feedback sound upon firing. Leak test did not reveal any leaks. Symptoms started post-operatively. Surgeon reported increased inflammatory markers and intra-luminal fluid in drain. The anastomosis failed and the patient was re-operated twice, with the second surgery leading to opening of an ileostomy.